Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) seal was found to be cracked and was replaced. The device then passed all testing.

Event description:
It was reported that the downstream occlusion (dso) sensor seal had a crack. Per reporter, the issue was discovered during preventive maintenance testing. There was no patient involvement.